Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger, product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that for the past month and a half they have had issues with charging their implant and with charging their controller. Patient (pt) said there have been times where their implant would not charge past 80%. Pt also said that the controller will alert them that their recharging needs attention and when they check the status, the controller says that they are recharging "excellent". Pt said they charged their implant to 80% one night and when they woke up in the morning, they went to check their controller and their controller said that the stimulation was off and their implant battery was in the red. Pt said they reset their controller and after resetting the controller the controller displayed that their stimulation was off and their implant battery was at 50%. Pt said that their controller will sometimes charge to 100% from the wall, but other times will not. Pt said the controller looks like the controller is finished charging (solid green up top) but when they got to check the progress the controller will not be at 100%; pt mentioned one time the controller was at 40%. Pt also said that sometimes the controller will not blink green when plugged into the ac power supply and they have to reset the controller to get the controller to charge. Pt said that the controller goes unresponsive while charging their implant and while charging from the wall. Pt said they have to reset the controller when this happens. Pss had pt reset their controller. Pt saw no visible damage to the battery pack, controller port or controller contacts. The issue was not resolved. The caller was redirected to call ps back with recharger serial number for replacement and for further troubleshooting issues with controller charging from the wall.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient noted they did not know the circumstances that led to the ins turning off. They took the controller battery out and reinstalled it to try to resolve the issue.